Manufacturer narrative:
The reported event of inaccuracy was confirmed by the stryker sales representative responsible for the case. It was found that the patient was not scanned per imaging protocol. Not following the imaging protocol may lead to accuracy issues.

Event description:
It was reported that during a registration the accuracy of the machine was off. The instrument did not appear where they thought it was in reality. The procedure was completed successfully without any delays or adverse consequences.

Event description:
It was reported that during a registration the accuracy of the machine was off. The instrument did not appear where they thought it was in reality. The procedure was completed successfully without any delays or adverse consequences.

Event description:
It was reported that during a registration the accuracy of the machine was off. The instrument did not appear where they thought it was in reality. The procedure was completed successfully without any delays or adverse consequences.